Event description:
Philips received a report that an attraction incident occurred during service activities on the patient support. The field service engineer suffered a serious injury to his hand including broken fingers, that required medical intervention.

Manufacturer narrative:
A field service engineer (fse) was performing troubleshooting on the patient support. He discovered that he had ordered the wrong horizontal drive clutch assembly. Due to similarities, the fse determined that this part could be used for troubleshooting. The fse dismantled the clutch assembly in the control room to harvest the clutch for troubleshooting. Prior to replacing the part on the table, the fse decided to double-check if the replacement part contained ferrous components by utilizing the mr magnet (the mr system was left ramped up at the time of testing.) The clutch is a ferrous part and was pulled from the fse¿s hands into the magnet bore resulting in a severe injury including an open fracture of the right, middle finger, 19 sutures in the 3rd and 4th digits and surgery resulting in pins placed in the finger. The magnet was ultimately required to be ramped down to complete the repairs and the fse was unable to service mr devices while the pins are present. He has since recovered and is back at work. It is concluded that the fse failed to follow the work instructions as mentioned in the service documentation: a. The fse did not ramp down the magnet prior to the procedure as identified in the service documentation. B. The fse brought a ferrous item into the proximity of a ramped-up magnet. C. The fse was performing mr activities that required a ramp down of the unit without another philips employee present.